Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 169mg/dl and the sensor glucose was 63mg/dl at the time of the incident. The customer reported that the transmitter wasn't always registering what the blood glucose was. They were having discrepancies. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose values of 63mg/dl. Low suspend limit in sensor settings was 60mg/dl. The sensor will be returned for analysis.